Event description:
It was reported by a medical center that the patient's implantable pulse generator (ipg) was not working. Follow-up was attempted but was not successful in obtaining specific information. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.